Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the issue was caused by pacs not giving privileges to the navigation system. There was no issue with the navigation system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection procedure. It was reported the system was unable to import images from the electronic picture archiving and communication systems (pacs). It was noted the system was stuck on the import from pacs screen and could not advance. The system performed as intended in every other way. The site aborted the use of this navigation system and used a different medtronic navigation system for the procedure. This issue occurred preoperatively and did not cause any surgical delay. There was no reported impact on patient outcome.